Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, the placement difficulties were observed. The rv lead was placed and then repositioned to apex where acceptable numbers were noted to be stable. It was further noted that the blood pressure and oxygen saturation dropped. Although pericardiocentesis was performed, large cardiac perforation and effusion needed surgical intervention and repair. Rv lead remains in use. No further patient complications have been reported as a result of this event.